Event description:
The customer reported joy stick error message displayed after boot up. Also, c-arm intermittently goes to all squares after boot-up and workstation locks up. No patient injury was reported.

Manufacturer narrative:
The service rep erased program flash using utility suite. Removed and replaced fluoro functions pcb, generator interface pcb, hard drive and reloaded release 28 software. He re-downloaded cal files using utility suite. System boots up normal. System operates as intended.